Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, radio frequency telemetry was lost and a false end of life indicator was triggered. The device was explanted and replaced. The patient's condition was noted to be stable after the procedure.

Manufacturer narrative:
The reported events of lost rf telemetry and false eri were confirmed by analysis. Device was received with eri and eos triggered. Eri is timestamped before firmware was loaded onto the device and eos was stamped as the same date as explant procedure. Device was also inspected visually and cautery mark was noted on the can, which is consistent with an artificial eri and eos report due to cautery. Rf telemetry was also disabled due to eri/eos flag being triggered. After reloading the code successfully, device regained rf capability. Interrogation of the device revealed it was above eri when received. Analysis was performed and no anomalies were found.